Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to diabetes keto acidosis and high blood glucose on (B)(6) 2017 with blood glucose level of 458 mg/dl. The customer¿s blood glucose was 359 mg/dl at the time of the incident. The customer¿s current blood glucose was 160 mg/dl. The customer treated with insulin pump and syringes. Customer was wearing the insulin pump at time of hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).